Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, bending angle in the "up" direction did not me standard value. In addition to foreign objects found in the connecting tube, the additional evaluation findings were as follows: due to wear of the angel wire, the play of the "up/down" knob was out of standard value, the adhesive on the bending section cover had a crack and white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch and discoloration, the scope connector was dirty due to water leakage, and the image guide protector had discoloration. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer wiped the insertion section. There were no abnormalities in the accessories used for reprocessing. The customer did not pre-soak the endoscope in the detergent solution. The customer wiped/brushed the insertion section with clean lint-free cloths, brushes, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was found in the connecting tube (insertion part soft tube).